Manufacturer narrative:
Results of investigation: it was concluded that the surgical explantation of this valve was not related to the function of this valve, due to the fact it appeared normal. The leaflets and orifice were found to be unremarkable. The valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. The valve met all of st jude med's specs. The valve's device history record was examined to ensure that each mfg and inspection operation ws followed by the appropriate signature and date, indicating that the process was performed in accordane with st jude med's specs. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the add'l testing performed through the fer analysis lab indicated the valve complied with st jude med spec at the time of MFR. Results of this investigation indicated the leaflet immobility observed once this valve had been implanted was most likely due to anatomical interference. This was supported by the fact that after it was explanted and a portion of the subvalvular appartus was resected, the second implanted valve functioned normally and remained implanted. Testing performed at st jude med heart valve div also indicated the leaflet immobility was not due to an intrinsic valve defect.

Event description:
Once the valve was implanted, one of the leaflets was observed on echocardiogram to not open. The valve was replaced with another 31m sjm mechanical heart valve. During the second implant, a portion of the subvalvular apparatus corresponding to the posterior leaflet of the mitral valve was resected.